Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient reported ¿rupture¿ and ¿capsular contracture baker grade IV¿. Montelukast was provided. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, g.2, h.6.

Event description:
Patient reported ¿rupture¿ and ¿capsular contracture baker grade IV¿. Later healthcare professional reported "pain and breast swelling". Later healthcare professional reported ¿any creases¿. Montelukast was provided. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported ¿rupture¿ and ¿capsular contracture baker grade IV¿. Later healthcare professional reported "pain and breast swelling". Montelukast was provided. This record is for the left side. Device remains implanted.